Event description:
In an article titled "one-year observation study upon a new augmentation procedure (radiofrequency-kyphoplasty) in the treatment of vertebral body compression fractures", the following was reported: cement leakage rate was on average 18.7% in the bkp treated patients. One case of pulmonary cement embolization. Radiofrequency-kyphoplasty (rfk) group showed 12.8% cement leakage. No additional information was reported.

Manufacturer narrative:
The abstract did not indicate that the bone cement used in this study was kyphx hv-r bone cement for rfk group. Report source: article titled "one-year observation study upon a new augmentation procedure (radiofrequency-kyphoplasty) in the treatment of vertebral body compression fractures", by aw licht, w kramer. Method - device not returned; follow-up with author not possible as no contact information provided. Reference MFR report #: 2953769-2010-00387.